Manufacturer narrative:
The email received for the (B)(6) study indicated that on the same day of and following the index procedure, the patient had an ischemic stroke. The patient had a full recovery within 24 hours. Additional information from the adjudication minutes also notes that the cta exam showed a 60% stenosis in the proximal portion of the previously placed stent. Baseline rankin and nih stroke scale scores were 1, respectively. The patient was symptomatic and had neurological symptoms prior to the procedure with a retinal infarct, likely caused by embolus to his right retina. Pta was performed on a lesion in the ostium of the right internal carotid to the proximal and bifurcation of the right external carotid artery of 15mm in length. The lesion was 30mm in length, 30% occluded, eccentric, arch I, moderately calcified and with severe vessel tortuousity. An angioguard was deployed, the lesion was pre-dilated and a precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 15%. The patient was neurologically intact upon leaving the angio suite. A 6f size sheath introducer was used. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user did not aspirate prior to contrast injections. There were no air bubbles noted at any time during the procedure. There was no thrombus noted pre or post-deployment. The patient began to exhibit signs or symptoms of an adverse event approximately 3 ½ hours after the index procedure. The patient noticed that the ceiling appeared perpendicular and people around him sideways. It appeared to him as if the world had tilted. CT was negative for bleed and cta head and neck revealed no frank intracranial vessel occlusion. The most likely etiology of his symptoms is a transient ischemic attack either to his brain stem or to the parietal lobe(s) given visual disorientation and a sense of one's position sense being altered. It was unclear if the disorientation symptoms were related to his ocular symptoms as the patient was recumbent during this period and was not upright as he had just had the sheath removed. The patient had right ue parietal drift, and the visual symptoms were non-lateralizing. There was no evidence of a stroke as his symptoms completely resolved. Patient continued his dual antiplatelet regimen. The symptoms resolved in about an hour. The patient's medical history includes smoking and hypertension with high risk criteria: age > 75 and dialysis-dependent renal failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15411365 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
The adjudication minutes received agree with the previous diagnosis of a tia occurring shortly after stent implantation and that the event was not device related. It was noted that the patient fully recovered in less than 24 hours without treatment or residual injury. It is further noted that the tia was non-ipsilateral, occurring on the side opposite of the deployed stent. Additional information also notes that the cta exam showed a 60% stenosis in the proximal portion of the previously placed stent. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(4) study indicated that on the same day of and following the index procedure, the patient had an ischemic stroke. This was later reclassified as a tia. The patient had a full recovery within 24 hours. Baseline rankin and nih stroke scale scores were 1, respectively. The patient was symptomatic and had neurological symptoms prior to the procedure with a retinal infarct, likely caused by embolus to his right retina. Pta was performed on a lesion in the ostium of the right internal carotid to the proximal and bifurcation of the right external carotid artery of 15mm in length. The lesion was 30mm in length, 30% occluded, eccentric, arch I, moderately calcified and with severe vessel tortuousity. An angioguard was deployed, the lesion was pre-dilated and a precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 15%. The patient was neurologically intact upon leaving the angio suite. A 6f size sheath introducer was used. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user did not aspirate prior to contrast injections. There were no air bubbles noted at any time during the procedure. There was no thrombus noted pre or post-deployment. The patient began to exhibit signs or symptoms of an adverse event approximately 3.5 hours after the index procedure. The patient noticed that the ceiling appeared perpendicular and people around him sideways. It appeared to him as if the world had tilted. CT was negative for bleed and cta head and neck revealed no frank intracranial vessel occlusion. The most likely etiology of his symptoms is a transient ischemic attack either to his brain stem or to the parietal lobe(s) given visual disorientation and a sense of one's position sense being altered. It was unclear if the disorientation symptoms were related to his ocular symptoms as the patient was recumbent during this period and was not upright as he had just had the sheath removed. The patient had right ue parietal drift, and the visual symptoms were non-lateralizing. There was no evidence of a stroke as his symptoms completely resolved. Patient continued his dual antiplatelet regimen. The symptoms resolved in about an hour. The patients medical history includes smoking and hypertension with high risk criteria: (B)(6) and dialysis-dependent renal failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15411365 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The email received for the (B)(4) study indicated that on the same day of and following the index procedure, the patient had an ischemic stroke. However, the site physician subsequently diagnosed the event as a tia. The patient had a full recovery within 24 hours. Baseline rankin and nih stroke scale scores were 1, respectively. The patient was symptomatic at the time of the intervention. Pta was performed on a lesion in the ostium of the right internal carotid to the proximal and bifurcation of the right external carotid artery of 15mm in length. The lesion was 30mm in length, 30% occluded, eccentric, arch I, moderately calcified and with severe vessel tortuousity. A 6mm extra support angioguard was deployed, the lesion was pre-dilated and an 8x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 15%. The patient was neurologically intact upon leaving the angio suite. The patient did not have any known allergies to nitinol, nickel or titanium. The patient had neurological symptoms prior to the procedure with a retinal infarct, likely caused by embolus to his right retina. A 6f size sheath introducer was used. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user did not aspirate prior to contrast injections. There were no air bubbles noted at any time during the procedure. There was no thrombus noted pre or post-deployment. The patient began to exhibit signs or symptoms of an adverse event approximately 3 1/2 hours after the index procedure. The patient noticed that the ceiling appeared perpendicular and people around him sideways. It appeared to him as if the world had tilted. Stroke pager was activated at 2:50 pm after recognizing that his symptoms did not resolve. His bp was 104/54 on 40 mcg/min of neosynephrine, p 65, regular, and o2 sat 99%, blood sugar 85.

Manufacturer narrative:
He denied a headache or other focal neurologic symptoms (other than his previous known r. Od inf alt defect). Nihss was 2: 1 for monocular r. Inf alt vis loss (old), and 1 for r. Ue parietal drift. I-h CT was negative for bleed and cta head and neck revealed no frank intracranial vessel occlusion. The most likely etiology of his symptoms is a transient ischemic attack either to his brain stem or to the parietal lobe(s) given visual disorientation and a sense of one's position sense being altered. It was unclear if the disorientation symptoms were related to his ocular symptoms as the patient was recumbent during this period and was not upright as he had just had the sheath removed. The patient had r. Ue parietal drift, and the visual symptoms were non-lateralizing. There was no evidence of a stroke as his symptoms completely resolved. Patient continued his dual antiplatelet regimen. The symptoms resolved in about an hour. . The patient was discharged 4 days later. Nih stroke scale score was 2 at discharge. Concomitant devices continued ((B)(6) 2010): angioguard rx embolic protection device, catalog number 601814rec, lot number 71111444. Concomitant medications continued (index): aspirin and clopidogrel were administered pre and post-procedure. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.